Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited far r-wave oversensing. The device was explanted and successfully replaced. The patient was stable and asymptomatic.